Event description:
At 0704, a new bag of versed 100 mg/100 ml was spiked. At 0900, the pump was beeping "container empty" and the versed gtt had run dry. It is assumed that all 100 ml of versed were infused. There was no fluid on floor. No one other than a safety cna was in the room. The cna was present in the room at all times.